Event description:
It was reported that surgical intervention did not take place and the patient is receiving adequate therapy from their system.

Manufacturer narrative:
Due to new information, this event is no longer reportable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-04922. It was reported that the patient was not receiving effective therapy. As a result, surgical intervention is expected to resolve the issue.